Event description:
It was reported that the user¿s ilet cartridge would not fully insert during a supply change, leading to inability to complete the change and elevated blood glucose, which was addressed by restarting the supply change, performing a rewind, and completing a full cartridge and infusion set change with education to replace cartridge and inset teflon infusion set together to prevent component degradation. Symptoms included elevated blood glucose with a high level of 406 mg/dl. Outcomes included successful completion of the supply change and guidance to consult a clinician if insulin is exhausted every two days. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the pump and infusion set functioned as expected once a full, concurrent supply change was performed. It was concluded that user technique contributed to the difficulty with cartridge insertion and that device replacement was not indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.